Manufacturer narrative:
(B)(4). Customer returned pump for alleged high bg and rewind anomaly found on (B)(6) 2022. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and dat at (B)(4) inches. No unexpected alarms/alert/anomalies noted during testing. No rewind alarms noted during testing. No evidence of rewind anomaly/alarms found in alarm history screen on event date. The motor was tested outside of the device and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage "on the electronic assembly, motor or force sensor." The following were noted during visual inspection: pillowing keypad overlay. Pump passes function testing, no unexpected alarms/alert/anomalies noted during testing. Unable to confirm alleged high bg. No unexpected rewind alarms/alerts testing or found in alarm history. The motor was tested outside of the device and passed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported different noise during rewind. The customer experienced high blood glucose level of 208 mg/dl. Troubleshooting was not performed. The device was returned for analysis.